Event description:
Additional information: it was later reported that it was felt that the patient "had some clinical response, but was not satisfactory even though this was a new pump". It was stated that the patient was a severe quadriplegic patient, predominantly dystonic and his dystonia could fluctuate. It was further added that retrospectively, in comparison to current clinical response after the system revision, there had been no clear benefit after the original surgery in (B)(6) 2011. Following the volume discrepancy on (B)(6) 2011 reported in the initial report, a full volume (20ml) was aspirated during second pump refill on (B)(6) 2012. A roller study and x-ray were done on (B)(6) 2012. Adequate intrathecal catheter position was observed on plain x-rays the pump roller study confirmed pump mechanism working. During a catheter contrast study performed on (B)(6) 2012 only minimal volume was aspirated from the catheter access port, "not enough to be seen in the syringe"; no contrast passage was seen in the catheter on attempted injection. A catheter blockage was considered/ suggested to be very close to the pump or at pump-catheter connection. Patient was referred for a surgical revision at this stage.

Event description:
A volume discrepancy was reported. The actual reservoir volume (arv) was more than the expected reservoir volume (erv): arv16 ml vs. Erv 10.5 ml. Patient experience no adverse symptoms and was responding well to the intrathecal baclofen therapy. No actions were taken.

Event description:
The device was recently explanted and to be returned to the manufacturer.

Event description:
Additional information: it was reported that the hcp was waiting for the next refill, scheduled in (B)(6) 2012 to see if the same event occurred again, before they take further action. Interrogation did not show motor stalls and recoveries, low battery resets or any other motor related messages. This was the first pump implant in the patient, three months old. Patient did not experience withdrawals and was receiving benefit from pump. Patient was originally on oral baclofen with little effect as patient had severe spasticity, but was now able to lay flat and this was the reason for no real concern just yet, as to the discrepancies with pump volume the pump was still working and delivering effects to the patient. Per hcp there was no need of any intervention just yet as patient was responding to itb therapy, and does not think there is a problem with pump or catheter. Patient was treated with oral baclofen and was still on the same oral dose but also received baclofen from pump with improved reduction in spasticity since pump has been implanted. Baclofen concentration of 1000mcg/ml and 3000mcg/ml were noted on the pump logs.

Manufacturer narrative:
Catheter: model # 8731sc, lot # unknown, implanted on: (B)(6) 2011, explanted on: (B)(6) 2012. Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed indent down in sc (sutureless connector) seal along with occlusion/related complaint.